Event description:
A distributor in (B)(6) reported that the expiratory limb of an rt340 adult breathing circuit was leaking. They further stated that a hole was identified in the expiratory limb. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.